Manufacturer narrative:
The returned screw was examined dimensionally using a comparator and visually under magnification. All non-deformed areas of the returned screw measured within specification. The returned screw has evidence of plate/screw contact wear in tapered region, with thread deformation consistent with plate engagement. However, the final 1.5 revolutions of thread show significantly less wear and deformation. Additional mdrs associated with this event: 3025141-2017-00027: screw 2.

Event description:
A plate was implanted using several screws. At some point post op, one of the screws broke and one partially backed out. The screws were explanted.